Manufacturer narrative:
The psm was returned for evaluation. Failure analysis investigation found the psm failed the weighted brake drop test. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this psm and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event. The complaint is being reported due to the psm failing the weighted brake drop test during failure analysis investigation. Although this failure was found during failure analysis, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported during a da vinci prostatectomy surgical procedure that the patient side manipulator (psm) continuously faulted with an error message. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. The planned surgical procedure was completed. There was no report of fragments falling into the patient or adverse outcomes.